Manufacturer narrative:
.

Event description:
It was reported that the patient was seen in the office on (B)(6) 2015, and device diagnostics were performed, and results were okay at 2900 ohms impedance value. However, it was reported that diagnostics performed about a month prior were around 5300 ohms. As a result of the fluctuating impedance value, the patient was referred for exploratory surgery. The patient's device was also subsequently turned off. There was no known trauma or manipulation. The patient had exploratory surgery on (B)(6) 2015 at which time the surgeon found that the lead pin was not fully inserted into the generator cavity. It did not appear that the lead pin had been tightened during implant surgery. It was reported that the lead pulled right out with barely any force. The lead pin was reinserted and diagnostics were performed a couple of times with impedance in the 2500 range, which is within normal limits.